Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting and would not power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem was resetting and would not power on. The cause for the resets and inability to power on is corrupt data on the flash memory. The root cause of the corrupt data cannot be positively identified. The issue was corrected by re-programming the flash memory. No adverse event resulted from the defective charger / modem. The last pt to use this charger/ modem did not report any deficiencies.